Event description:
It was reported that during lead sync and impedance check, it was found that the patients leads had several high impedances. It was noted that the impedances and magnetic resonance imaging (MRI) error appeared to be related to lead fracture.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7150747 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) (B)(4).